Event description:
An optometrist reported a case of clap micro-striae, observed on a patient's left eye one day post lasik procedure. Micro-striae was barely detectable at one-day post-op, at 3 week post more prominent with decreased vision. Patient was placed on increased topical steroid drop therapy. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).